Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye found that the product was wet. A small black particulate matter was found in the header on one side of the product. The reported condition was verified. An infrared analysis of the particulate matter was performed; however, a spectrum could not be recorded due to the small amount of particles, therefore a definite statement could not be made about the material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed in the blood port end cap of a polyflux 170h set. The foreign matter was observed before treatment. There was no patient involvement. No additional information is available.